Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter does not turn on. Troubleshooting could not be performed due to the meter being discarded. There was no indication that the product caused or contributed to an adverse event.